Event description:
The pt presented after receiving several shocks over the week-end. Upon interrogation, noise was observed. A pacing lead impedance anomaly was also observed. The noise could not be reproduced through manipulation or isometrics. The lead was explanted.